Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the left side panel was damaged. Patient involvement unknown.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(4). One device was received. Per visual inspection, the front panel is bent on the top left corner. The complaint was confirmed. The root cause was user interface from impact on device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Reshaped front panel. Replaced sintered filter, o-rings, and lithium battery. The device passed all functional and delivery tests.